Event description:
It was reported to philips that the screen for the device would turn off when the unit was powered on. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.